Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements reaching 140 ohms. This lead remains in service. No adverse patient effects were reported.